Manufacturer narrative:
Other relevant device(s) are: enlw1616c80ee, sn (B)(4), expiration date: 2012-01-26, (B)(4). Enlw1620c95ee sn(B)(4), expiration date: 2012-03-11, (B)(4). Enew2020c80ee sn (B)(4), expiration date: 2011. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system were implanted in a patient for endovascular treatment of a 6 cm in diameter abdominal aortic aneurysm. Visualization was poor during the procedure due to the patient being obese. It was reported that a CT scan demonstrated aneurysm enlargement due to endotension. The investigator indicated that the event is not related to the procedure and unknown if the event is related to the device. No clinical sequelae were reported and the patient will be monitored by the investigator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient went in for surgery and the surgery was successful. The patient was brought to the ICU post operatively in order to receive medication to keep his blood pressure up. Additional information received reported that the patient was treated for the correction of a type ia endoleak and aneurysm expansion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received reported that the investigator assessed that the evidence of endotension was related to the procedure and not related to the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was stated by the investigator that this event is related to device because the stent was designed to prevent aneurysm growth and the aneurysm grew despite adequate seal everywhere. A follow up visit occurred a month post intervention and it is noted that the patient is recovering well post intervention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.